Event description:
Reporter indicated that the patient's device was registering high impedance on systems diagnostics. The physician decided to go into surgery, and the patient opted to have the device removed. Attempts to have the product returned for analysis have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.